Manufacturer narrative:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.